Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the reason for the product return was "loss of stimulation, return of symptoms." When asked to clarify what was found with the lead, at or prior to explant, they responded that, to the best of their knowledge, the distal end of the lead had migrated out of the sacrum. The proximal end of the lead was still secured in the battery header and the lead was in intact without any visible breaks.

Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# va2d967 implanted: (B)(6) 2021 explanted: (B)(6) 2021 product type lead product ID 978a128 lot# va2d967 implanted: (B)(6) 2021 explanted: (B)(6) 2021 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported their prior ins was replaced because it dislocated itself, the wires, the leads weren't right, it was a nightmare. Pt said it would not work, the lead came off, the doctor re-operated, something was wrong, they tried all these things and then the doctor said: we are going to re-operate, the leads were not in the right place, they had migrated and were not on the nerve, so they redid it.

Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# va2d967 implanted: 2021-05-21 explanted: (B)(6) 2021. Product type lead, ubd: 2 023-02-08. UDI: (B)(6) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the returned devices were subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient denied feeling stim after initial implant on, (B)(6) 2021. Denied symptom improvement. Pt informed rep on, (B)(6) 2021, that he was seen in the office for reprogramming at unknown date and time following implant. During the reprogramming session all seven standard programs were tested until, ¿maximum settings were reached,¿ with no stim felt the pt at that time. Pt denied falls, heavy lifting, bending or twisting post implant. Pt and wife indicated that pt had been, ¿extremely careful,¿ post implant. Pt informed rep that all seven standard programs were tried post implant at unknown date and time. No stimulation was felt by the pt at that time. Office scheduled pt for a lead revision at that time. Pt was met in preop holding prior to revision procedure scheduled on, (B)(6) 2021. Impedance check was preformed revealing no out-of-range impedances. Ipg previously charged to 100% by pt. All seven standard programs were tested to approximately 5.0ma. Pt denied feeling stim. Pt had initial (right) lead and (left) ipg removed and replaced on, (B)(6) 2021. New (left) lead was inserted. Intra-op testing of new lead revealed bellow and toe noted at 2.0amps and below for all four electrodes. New lead tunneled to previous (left) ipg pocket and connected to new ipg. Intraop impedance check was preformed revealing no out-of-range impedances. In recovery, pt¿s device was turned ¿on¿ and the first four standard programs were sampled. Pt confirmed feeling stim in, ¿perineum,¿ @2.0ma and below. Pt remained on p4@0.6ma felt in, ¿perineum.¿ the issue was confirmed resolved.